Event description:
It was reported that this right ventricular (rv) lead exhibited signs of lead fracture. There were no current plans to revise the lead due to patient condition. To this date, this lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited signs of lead fracture. There were no current plans to revise the lead due to patient condition. To this date, this lead remains in service. No adverse patient effects were reported.